Manufacturer narrative:
H3, h6: the device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken, damaged and has signs of wear and tear from use. According to clinical/medical investigation, it is unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, the tip of two t7 linear drivers shaft w/ ao qc broke off during use inside the patient. Per report, all parts were recovered. According to the product evaluation the returned device confirmed the breakage. However, there were no manufacturing deviations reported. There was no reported patient harm or delay in the procedure. Since a s&n back up device was available to complete the procedure, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will be issued for the device.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an evos case, the tip of two t7 linear drivers shaft w/ ao qc broke off. This happened during use inside the patient. No patient affectation, all parts recovered. No delay. A s&n back up device was available to complete the procedure.